Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and revealed that this article was manufactured according to the specifications. The measurable dimensions of the broken tension device was checked and found to be in compliance with the technical drawings and specifications. The visual inspection revealed the cross section of the broken surface shows no irregularities. Therefore it is possible that too much mechanical force well beyond its calculated design has been applied during surgery, which resulted in the breakage of the device. No product fault could be detected. This complaint has been determined to be invalid. (B)(6). Device is a veterinary product. Device is similar to a device marketed for human use.

Event description:
The tip of the instrument broke during the surgery. The veterinary surgeon stated the instrument was used according to specification and no excess force was applied to the instrument during the procedure. This is 1 of 1 report for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.